Manufacturer narrative:
Batch review performed on 02 september 2020: lot 187256: (B)(4) items manufactured and released on 08-jan-2019. Expiration date: 2023-12-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. 1 year and 6 months after primary surgery the surgeon performed a washout and revised the liner. The surgery was completed successfully.